Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was having difficulty inserting and keeping a sensor in. Blood glucose level at the time of the incident was 400 mg/dl. The customer's mother reported that the sensor adhesive was not sticking. The caller also reported that she was unsure whether or not the cannula had bent. The customer's mother was advised that the sensors would be replaced but did not return any products for analysis.